Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized after receiving multiple therapies from the implantable cardioverter defibrillator (ICD) for detected ventricular tachycardia (vt) episodes. There was a discussion to determine if the episodes looked appropriate with multiple physicians and personnel which came to various conclusions. Review of the interrogation report showed that the treated vt episodes appeared to be dual tachycardia, and the patient had a dual tachycardia storm. The managing electrophysiologist (ep) requested to turn off device therapies for the vt zone. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.